Event description:
It was reported that the patient presented in unstable condition with shortness of breath and pressure in the chest. Computerized tomography revealed a contrast extravasation into the pseudo-aneurysm cavity. The aneurysm was actively bleeding. The procedure was to treat a pseudo-aneurysm leaking into the mediastinum. The first 4.0 x 19 mm graftmaster stent delivery system (sds) (lot# 722213) was advanced for treatment, and the stent was implanted; however, the aneurysm continued to leak. Another 4.0 x 19 mm graftmaster sds (lot# 723411) was advanced, but could not cross through the curve in the vessel. No additional treatment was performed as the physician believed that it was unlikely that the patient could survive surgery. The patient died on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the database revealed no non-conformances or exceptions for this lot. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Additionally, the otw graftmaster IFU states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside of the indication contributed to the reported event. The additional graftmaster referenced is being filed under a separate medwatch report.